Event description:
The customer alleged they received questionable free thyroxine (ft4) results for one patient on their e601 analyzer. The customer stated the patient had normal ft4 results until (B)(6). In (B)(6), the patient had a sample tested in another laboratory, and the ft4 results were too high. The customer performed a new bleeding and retested the thyroid parameters. The ft3 and tsh results were normal, but the ft4 results were still too high. A new sample was taking in (B)(6). On (B)(6) 2013, the patient was tested in the customer's laboratory and the ft4 result was 57.6pmol/l. The sample was tested on a siemens analyzer and the ft4 result was 13.8 pmol/l. Both results were reported outside the laboratory. The patient was not adversely affected by this event. The ft4 reagent lot number was 172999. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was returned for investigation. The customer's findings were confirmed. The elevated results are most likely due to an interference to the antibodies used in the assay. This interference is covered in the package insert.